Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport m.r.I. Isp. Post the procedure under the CT contrast the catheter was allegedly found leakage. It was further reported that contrast leakage occurred within the subcutaneous tunnel. The current status of the patient was unknown.

Event description:
Five years ago, a patient underwent a port placement procedure using powerport m.r.I. Isp. On (B)(6) 2025, post the procedure under the CT contrast the catheter was allegedly found leakage. It was further reported that contrast leakage occurred within the subcutaneous tunnel. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port MRI isp implantable port attached to a groshong catheter were returned for evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Two partial circumferential break was noted on the distal end of the catheter. The edges of both the partial circumferential breaks on the attached catheter were noted to be jagged, and surfaces were noted to be round/smooth in both regions. Upon infusion, leaks were observed from both partial breaks. Therefore, the investigation is confirmed for the reported fracture, fluid leak and identified wear and deformation. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.